Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the wireless recharger has been on the charging dock since tuesday and is still not fully charged. The battery light is only incrementing up to the 2nd light and the recharger app shows the charger is at 50%. The patient reported this problem started last week when the charger would only charge by one increment. The patient keeps the charging dock in their bathroom so its possible it may have been wet or exposed to moisture. Patient confirmed the correct cord is being used on the charging dock and is plugged in directly to charging outlet. Green ac light is on. Nothing is obviously obstructing the metal contacts on the dock nor the charger itself. The issue was not resolved through troubleshooting. An email was sent to the repair department. Ordered a replacement charging dock and recommended patient keep it in a safe dry space going forward. No patient symptoms reported. No further complications were reported at this time. Additional information was received from the patient. They reported that still having the same issue with recharger, said has been plugged in since saturday and still not fully charged and lights flashing. Reset recharger and flashing stopped however decided to replace recharger. Sent product replacement form to repair. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that before last call ((B)(6) 2021) however after call on (B)(6) 2021, experienced return of retention symptoms and said had to start using catheter and as a result developed uti. Patient said that was prescribed two medications and uti cleared. No device issues reported. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did experience uti¿s prior to implant and were related to their underlying condition. It was reported the device did not contribute to the uti¿s. The patient did experience retention prior to device use. The hcp reported the retention symptoms were made worse as a result of charger stopped w orking and patient started to retain urine and had to cath. It was reported catheterization was part of the patients standard of care. When asked to clarify return of retention symptoms the hcp reported the charger for interstim stopped working and had to get anot her one. When asked to clarify if the infection was due to cathing technique or retention the hcp replied ¿both¿. The steps taken were a new charger for device obtained.